Event description:
The reporter stated that he did back to back blood glucose tests, within 10 minutes, using separate finger sticks. His results were 60 and 82 mg/dl. He did not have any symptoms. A control test was in range, 118 (87-131) mg/dl. The reporter stated that he had never cleaned his meter. During troubleshooting, the report noted that he may not have applied enough blood to the test strip. No harm was alleged.